Manufacturer narrative:
As reported, optifix straight fixation device deployed broken fastener. The sample is being returned for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ addendum: h10: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the sample finds for bent guide wire and backup tabs. The reported broken fasteners deploying are a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use. No manufacturing anomies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a laparoscopic repair, the surgeon tried to fixate the 3dmax light mesh using optifix straight fixation device. It was reported that the three fasteners successfully fixated the mesh and the fourth fastener deployed as a broken fastener. The broken fastener was removed from patient's body, and it was noted that the tip of the device was bent. There was no reported patient injury.

Manufacturer narrative:
As reported, optifix straight fixation device deployed broken fastener. The sample is being returned for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic repair, the surgeon tried to fixate the 3dmax light mesh using optifix straight fixation device. It was reported that the three fasteners successfully fixated the mesh and the fourth fastener deployed as a broken fastener. The broken fastener was removed from patient's body, and it was noted that the tip of the device was bent. There was no reported patient injury.